Event description:
The cable cutter was missing a nut which holds the cutter in place. The instrument was unusable. The device is not available and no further info will be provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the MFR. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.